Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Manufacture date could not be determined based on lot number provided by customer.

Event description:
Caller states that coaguchek safe-t-pro lancets were uncapped out of box. Box was sealed and undamaged at time receipt. No accidental needle stick reported. Requested return of suspect device and replacement was sent.